Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted (B)(6) 2015; 690r26 heart ring, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a traverse cut. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.